Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test. No missing segments or partial display was noted. The insulin pump was monitored for several days and no display anomaly was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a scratched case, a scratched reservoir tube window and a cracked belt clip slot.

Event description:
The customer reported that after battery replacement on the insulin pump the screen has been flashing black every 10 seconds and keypad were unresponsive. Troubleshooting was done. Customer's blood glucose was 280 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.